Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2020, leading to parameters below normal operating range. Four low flow alarms have been logged since (B)(6) 2020. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that in addition to the low flows, the patient experienced shortness of breath and lethargy. Blood cultures were taken, and a chest x-ray revealed that the patient had a chest infection. The patient was treated with antibiotics. Three days later, the patient was feeling ¿rough¿ and had a chest pain as well as perspiration on their back. The patient subsequently expired. It was further reported that the device thrombus was suspected which may have been dislodged during resuscitation. It was also reported that the patient had an enlarged heart with left ventricular hypertrophy and myocardial scarring and their left coronary artery showed moderate to severe atheroma. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus, infection and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician could not rule out that an ingested thrombus may have been dislodged during resuscitation. It was also reported that the patient had an enlarged heart with left ventricular hypertrophy and myocardial scarring and their left coronary artery showed moderate to severe atheroma.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and lethargy. Blood cultures were taken and a chest x-ray revealed that the patient had a chest infection. The patient was started on antibiotics and a week later the patient was feeling better and the antibiotics were stopped. Three days later, the patient was feeling "rough" and had chest pain as well as perspiration on their back. An ambulance was called and the patient continued to deteriorate. It was noted that there was a sudden drop in ventricular assist device (vad) flows, and the patient expired before reaching the hospital. The cause of death is unknown.